Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from the consumer (pt). This case concerns a male pt of unspecified age who developed "allergic reaction to injection" after receiving treatment with synvisc one. No medical history, past drug, concurrent condition and concomitant medication was reported. On an unk date in (B)(6) 2014 (one and a half months ago), the pt received treatment with synvisc one injection, once (route of administration, dose, lot/batch number and expiration date unk) into an unspecified knee for an unk indication, on an unk date in 2014, (after two weeks of getting the injection), the pt biked and his knee swelled up. It was reported that the pt went to the doctor's office and had 60 cc of fluid drained off. Also reported, that the swelling and pain persisted. After two days, the pt went to the doctor and had 45 cc fluid drained along with cortisone shot. Later, after five days 35 cc of fluid was drained off. The first draining of fluid was sent in for culture and it revealed that the pt had allergic reaction to the injection. Further reported, that the pt was still having pain and was on high dose of naproxen. Also, the pt received treatment with cortisone injections but nothing was helping. In addition, it was reported that the physician wanted to do an arthroscopy and "flush this stuff out" to resolve the issue. Corrective treatment: naproxen and cortisone injection. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention. No further info was provided.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the pt experienced allergic reaction after receiving treatment with synvisc one. Although, the role of synvisc one cannot be excluded; however, info regarding med history, concomitant medications is needed for better assessment of case.